Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to poor lead numbers. The lead pulled out and helix was damaged. This ra lead was never in service. No adverse patient effects were reported.